Event description:
A customer contacted baxter's (B)(4) requesting a swap of a compact exchange device (cxd). The cxd stopped working. The baxter technical service representative (tsr) initiated a swap. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident. The swap questions are not applicable because the cxd issue does not affect the home patient's ability to perform peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Baxter was notified that the patient was transferred to hemodialysis. No further information was available regarding the cxd as it was not returned for evaluation. This report was not confirmed due to lack of sample. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. The labeling review found the current labeling for the compact exchange device ii to be sufficient. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.